Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the tabs of the delivery catheter system (dcs) would not disengage from the frameloops. The tabs released after specified manipulation. This caused the valve to deploy above the annulus into the coronary sinus. Subsequently, the valve was surgically explanted, as the physician felt that snaring the valve to move it into the ascending aorta would increase the risk of aortic dissection. The valve was not blocking coronary flow, however, the physician felt that placing a second corevalve inside the first could increase the risk of coronary occlusion, therefore a surgical valve was placed. The type and manufacturer of the replacement valve was requested but unavailable.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Once the investigation is complete, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record of the dcs lot was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A root cause of the dislodgement could not be determined from the information available; however, potential factors for the dislodged valve include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the dcs. In this case it is most likely the result of the reported frame loop entanglement. The device was not returned for analysis; therefore, a conclusive cause could not be determined. A frame loop entanglement can occur based on the orientation of the frame loop(s) and dcs tab(s) to the patient anatomy, or based on the angle of deployment between the valve frame and the dcs. The instructions for use (IFU) provides the instruction to ensure both frame loops have released prior to removing the dcs, as well as techniques to release a frame loop if one remains attached. It is unknown and cannot be confirmed without a cine record whether the user followed the proper technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.